Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2017. 5076-45 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an left ventricular (lv) lead impedance measurement was low which prevented the device from being programmed to magnetic resonance imaging (MRI) conditional mode. Serial lead impedance tests were done as the patient took deep breaths and changed positions and an in range impedance measurement was obtained. The lead remains in use. No patient complications have been reported as a result of this event.